Event description:
Caller states patient tested 3.4 inr on the coaguchek xs plus system while a comparison lab returned as 2.5 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect device and replacement was sent.